Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a product assembly on a tray, our staff found no engraving on the stem trial.

Event description:
It was reported that, during a product assembly on a tray, our staff found no engraving on the stem trial.

Manufacturer narrative:
An event regarding a missing etching involving an exeter trial was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was reviewed by an sme at the lisi manufacturing site who observed the following; visual inspection: the engraving is missing on both sides of on part reference 0581-3-371, lot number g7038642. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: an investigation conducted by the manufacturing site lisi documented the following; the investigation concluded that the operator has left part in the basket and did not perform the engraving. The ncr was raised to investigate the issue. Corrective action/preventive action: nc was initiated to address the issue, with an use as is disposition.